Event description:
On 10/12/94, the pt was implanted with a single-chamber ventricular pacemaker and another MFR's lead. Pt presented with loss of ventricular pacing. Both the pacemaker and the other MFR's lead were explanted and replaced.